Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice (hc) device during use. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc device to clear the alarm. The tsr instructed the hp to check the alarm log and there was no prior ¿air in set/line¿ alarms found. The tsr assisted the hp with disconnecting from the setup and removing the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.